Manufacturer narrative:
The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm was explanted from the aortic position after an implant duration of approximately seven (7) years and three (3) months due to structural valve degeneration (svd). The case involved a patient who was (B)(6) at the time of original surgery. As reported, it was not unexpected in a young patient. A valve model 11500a23 was implanted in replacement.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The explant date is unknown; therefore, the admission date ((B)(6) 2022) is being used to calculate the minimum implant duration. Despite due diligent attempts to receive further information regarding this event and device availability, no additional information was received from the customer. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The cause of the event cannot be determined; however, patient factors, including the patient's age of 19 at time of the original implant, may have contributed to the event.